Event description:
It was reported that on an unknown date, after a functional torque test it was noticed that the devices were over torquing. This report involves one (1) monarch spine system torque wrench-handle. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is a j&j employee. H3, h4, h6: a review of the receiving inspection (ri) for torque wrench ,was conducted identifying that lot number km894106 was released in one batch. Batch1: lot qty of (B)(4) units were released on 15 dec 2020 with no discrepancies. Supplier : depuy : tecomet. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the torque wrench, p/n: 277040510, lot: km894106, exhibits signs of normal use. No cosmetic defects were observed on the surface of the device. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was performed. A functional test was performed using torque meter ez-torq iii 150i torque analyzer , adaptor drawing manufactured was used as source of specification. The results of the device is in over torqueing specification according to drawing. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the torque wrench, p/n: 277040510, lot: km894106 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.